Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rh_ed_paramedic main drawer 5 was not detected on bus and user was unable to recover it.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that the drawer control board did not display any status lights. The fse powered the unit off, removed all cable and electrical connections from both controller boards, and reinserted everything; however, the issue remained unchanged. The fse also noticed that the retractor band connector on the module controller did not securely clip the retractor band in place. The fse attempted to use a different retractor band to determine whether the poor fit was due to the band itself, but the alternate band had a similar loose fit. The fse then decided to replace both the drawer controller and the module controller due to the improper retractor band fitment. After installing the new module controller, the fse observed that even the older retractor band fit much more securely. The fse reconfigured the drawer module and verified proper drawer operation following the controller replacements. The customer also tested every cubie one by one and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.